Event description:
On 30-dec-2025, it was reported by a sales representative via (B)(4) that an ar-3638dhc-2 knotless hip ftak had metal shavings coming from the drill. Fragments were retrieved from the patient. This was discovered during a hip scope with no patient harm.

Manufacturer narrative:
Based on the information provided ¿ which may include the device (if available and returned), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause of the reported failure is use-related factors, specifically improper drilling technique. The most likely cause is use-related generation of metallic debris from the drill during the procedure due to contact with dense bone and/or inadvertent contact with another instrument, resulting in the observed metal shavings.